Event description:
It was observed that during the device evaluation, the single use sphincterotome's wire was noted to have been scorched, and a foreign body of biological origin was noted in the device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of a scorched wire: component failure - image issue due to a faulty electrical component. Based on the results of the investigation, olympus confirmed foreign material adhered to the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.